Event description:
Customer reported receiving alarms during the night. An auto off and check settings alarm was noted in the alarm history. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.